Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) states: packaging removal (sheath removal) to be performed prior to system preparation. It is unknown if the IFU deviation related to prepping the sds prior to sheath removal contributed to the reported stent disassembled (poor stent placement). The investigation was unable to determine a conclusive cause for the reported device disassembled during manufacturing; however, the device was prepped prior to sheath removal (against instructions for use) which may have contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported both of the 2.25x18mm rx xience sierra stent delivery systems (sds) were prepped prior to removal of the protective sheath. After removal of the sheath, the stent was noted to be mislocated on both of the sds. The procedure was completed with a non-abbott sds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.